Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider provided additional information indicating that the implantable neurostimulator was off for 31 days. The patient returned to the clinic to have the stimulation turned on. The hcp stated that the most likely cause was that the patient's therapy was turned off in clinic for botox injections, and they had lost their patient programmer, so could not turn themself the therapy back on. To resolve the issue, the company provided the patient with a new patient programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) said they noticed probably about 3-4 weeks ago, things have been different but thought it was due to new medication, but, they were having tremors turning and pain, they think therapy is off but can't find their programmer to turn it back on. Pt said they called their doctor's office yesterday and were told to call manufacturer and have replacement programmer overnighted.  Patient was calling to get replacement for their lost equipment they wanted to turn therapy back on. Reviewed some lost replacement information. And they could go to their hcp to turn therapy back on. Worked with patient to synch with their recharger to check and confirm status and therapy was off. Additional information was received from the manufacturing representative. Information was received from a manufacturer's representative regarding an external device. The reason for call was to report that received an email from healthcare provider office that pat ient needs a new patient programmer. When asked, caller didn't have the serial number of the patient programmer and doesn't know if the programmer was lost or having some issue.